Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Shock impedance measurements fluctuated between 80 and >200 ohms with changes in posture and positioning. Rv lead fracture was suspected, and lead revision was scheduled. During the lead revision, additional lead and device evaluation in the pocket further supported that the variable and high out-of-range shock impedance measurements were likely attributed to compromised rv lead integrity. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).